Event description:
The patient was treated for a right greater saphenous vein closure. At the end of the procedure, patient had a superficial skin burn for the length of 1 cm below the insertion point.

Manufacturer narrative:
It was reported that the patient received a superficial skin burn. No, other info given. If any additional info is obtained, a follow-up report will be submitted.